Manufacturer narrative:
This lead was capped on (B)(6) 2021. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for about 6 months and 2 charging cycles were recorded to the icds memory. The header of the ICD was inspected and showed no anomalies. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the lead was not returned for analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms no noise has been detected. However, a thorough analysis of the ICD proved the device to be fully functional. The integrity of the lead cannot be assured. There was no indication of a material or manufacturing problem.

Event description:
On (B)(6) 2021, a lead sensing issue was received via hm. From iegm, rv lead potential was observed after ap-vs, and there ware irregular vf markers. Also, short interval episode and pvc counts were increased rapidly since (B)(6) 2021, so lead failure is suspected. Lead remains implanted.